Manufacturer narrative:
Event summary: as reported, there was dust or sand inside the sterilized area of the package of an perc ncircle nitinol tipless stone extractor. The issue was discovered at a cook distributor and there was no patient involvement. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found one non conformance for foreign matter, embedded in the packaging material. The non confirming product packaging was scrapped prior to lot release. A database search did not identify any other events associated with the reported device lot. Because, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: caution: sterile if the package is unopened or undamaged. Do not used if package is broken. Without a device return cook is unable to establish if the non-conformance is the same as reported failure mode. No other complaints have been reported for the lot at the time of this investigation. A review of manufacturing procedures found controls to be in place, each packaged product is visually inspected for foreign matter. Cook has concluded a cause for the complaint cannot be established as the source of the foreign matter cannot be identified from the photo provided, it was not possible to rule out manufacturing. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: purchasing. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, there was dust or sand inside the sterilized area of the package of an perc ncircle nitinol tipless stone extractor. The issue was discovered at a cook distributor and there was no patient involvement.